Event description:
It was reported that screws broke during rearrangement of plate. While closing a cranial defect, low profile neuro screws were used and inserted into the bone. For a rearrangement of the fixation plate the screws had to be replaced, and four screws broke while taking them out. Three screws are available for investigation, 1 screw was lost. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the three screws that were sent were broken at the head of the screw; the cranial plate does not show any visible damage. By the microscopic investigation of the plate some small scratches and damages were seen on the surface. In three of the four holes we can document small deformations, probably caused when introducing the screw. The plates are manufactured in a "row" material which corresponds or exceeds the requirements of (B)(4). Based on the investigation, we could not find any failure of the material.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.added other relevant history and preexisting medical conditions: chronic subdural hematoma, calotte defect right frontal, severe head trauma, hypacusis.the operation consisted the re-implantation of the own bone calotte.(B)(4)